Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe pain", "lost sensation in nipples", "lost roughly 80% sensitivity in breast", "creasing", and "possible rupture".

Event description:
Patient reported right side "severe pain", "lost sensation in nipples", "lost roughly 80% sensitivity in breast", "creasing", and "possible rupture." Device remains implanted.

Event description:
Healthcare professional called and confirmed the right side rupture.

Event description:
Patient reported right side "severe pain", "rupture confirmed by MRI", "unhappy with the final look", and "creasing." Also reported "hypothyroidism" which was determined not to be device-related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, b.7, g.1.